Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that in an attempt to address a blood glucose (bg) level, the customer delivered too much insulin and the bg dropped to 45 mg/dl. The customer consumed food to address the low bg.